Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range (oor) pacing lead impedance (pli), oversensing and pacing inhibition on the right ventricular (rv) lead. Intervention was performed and the lead was explanted and replaced. The device remains in service. No adverse patient effects were reported.